Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic after receiving communication error messages through the my merlin app. The device was observed to be in slow telemetry mode and programming changes were made to revert the device back to fast telemetry mode. The patient is in stable condition.